Event description:
Correction: the previous or initial MDR submitted on february 16, 2022, was filed inadvertently. No device malfunction/ explantation or serious injury has occurred.

Event description:
Per the clinic, the patient the patient experienced a skin overgrowth and developed an infection at the abutment site (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.